Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the tubing was cracked or split near where the infusion set connects to reservoir. Caller was not sure if the tubing was tugged or pulled. On 12/09/2002 maersk medical a/s received the complaint and 1 used tubing.